Manufacturer narrative:
Argus case (B)(4).

Event description:
He ate and swallowed 3 polident tablets last night. [Accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (polident denture cleanser tablets) tablet (batch number unknown, expiry date unknown) for product used for unknown indication. Concurrent medical conditions included alzheimer's disease. On (B)(6) 2019, the patient started polident denture cleanser tablets. On (B)(6) 2019, an unknown time after starting polident denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser tablets. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received via call on (B)(6) 2019. The consumer reported that "my father-in-law has alzheimer's and he ate and swallowed 3 polident tablets last night.".